Event description:
Reported by the customer as: over infusion. If container is above the pump you will see water free flow from the end of the set, about 1 drop per minute. The latch is not tight. The door does not seat properly, likely it was dropped. Problem found during biomed testing. Device was not being used on a pt.

Manufacturer narrative:
Method: actual device from complaint was evaluated. Results: a standard set of functional performance tests were completed on the device, which includes volumetric accuracy, bolus and sensor performance. Conclusions: the performance tests could not duplicate or confirm the accuracy issue. Cause is unknown.